Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4)

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio confirmed that the charge-pak symbol was illuminated and when they removed and reinserted the charge-pak it beeped 5 times. Physio did not observe that the other two symbols, the attention and service wrench icons, were illuminated and there was no evidence in the data downloaded from the device that the attention or wrench icons had ever been displayed. The data from the device and the 5 beeps indicate that the charge-pak was not correctly homed to the device. This only occurs when a charge-pak that was previously homed to a different device is removed and incorrectly placed in a second device. Therefore the root cause of the reported issue is use error. The customer received a replacement device.